Event description:
Board certified plastic surgeon (B)(6) injected sculptra during what was supposed to be a right lateral canthoplasty. I now understand that despite his credentials he didn't know what he was doing. I have had the obvious and very common granulomas with inflammation. I have had 4 surgeries on my face because of chronic infection and necrosis. Beginning around year 2, I developed systemic problems that included finger swelling and pain, pelvic and abdominal pain, chronic fatigue, swelling and discoloration on other parts of my face and head, elevated monocytes in the blood differential, elevated ace levels, sculptra specific sarcoidosis multi system effects, vasculitis, uveitis, abnormally high levels of 1,25 vitamin d-which is made by the granulomas. Sculptra is very dangerous and the FDA medical device unit is so incompetent because despite the fact that they approved the device for (B)(6) people, it was approved for immunocompetent people without returning it to the panel that reluctantly approved the product for (B)(6) using compassionate use only criteria. The scientist that presented for sanofi to the FDA in 2004 told me personally that they did not have enough safety data for any other use. The FDA had identified and issued citations to sanofi aventis for promoting the product for cosmetic use to so called drs. This was done knowing full well that their experience with it as newfill and sculptra was very problematic. The statistics being provided to the FDA have shown that adverse reactions are common. The best info unimportant little me has been able to dig up, says that plla is very long lived in the body. Some studies show it is there for 6 years. I can only hope that after 6 years if I don't get cancer or some other autoimmune disease that kills me because this product totally messes up your immune system, maybe I can get better. Sculptra has destroyed my career, my marriage, my health, my life. This means that I and others like me don't matter as much as the big pharma does to the FDA. Look at your number FDA people. Sanofi doesn't care, drs think they are too smart to have to read the literature or warn pts, but you at the FDA are in bed with them because you let this go on and on. These serous reports in immunocompetent people were reported by a dr from (B)(4) at that hearing in 2004. This was reported internationally at a conference in 2000. Would anyone risk this kind of destruction. No . Do your job and take this junk off the market!